Event description:
There was no reported pt impact associated with this complaint. The pt's father stated that the pump did not respond to pressing the ok button.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.